Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and were hospitalized on (B)(6) 2021. Blood glucose level was 486 mg/dl. Current blood glucose level was 152 mg/dl. Customer did not had any symptoms. Self test and displacement verification test were performed and passed. Unknown if customer was using insulin pump within 48 hours of reported high blood glucose event. Unknown if insulin pump was been used on auto mode. Insulin pump will not be returned for analysis.